Manufacturer narrative:
The device history records and inspection records were reviewed and no similar concerns were found. A review of the returned product from the customer was performed. Visual inspection of the sample noted that the over-molded tip was missing; however, the machined metal tip remained intact. This product is purchased fully packaged from a supplier, so the supplier provided input to the investigation. The supplier reviewed all the manufacturing documentation and inspections conducted, and the lot of product associated with this issue passed all the required inspections. The root cause of the issue is unknown since the review of the process, tooling, and lot documentation indicates that the product was made per the current approved processes and procedures.

Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
Tech was doing a case (av fistula) with doctor using the cleaner wire & tip broke off. They than had to go in & snare it. The breaking of the tip did cause a dissection which was manageable. They opted to stop treatment & have patient return another day.